Event description:
I started using philips dreamstation auto CPAP machine ("CPAP') (B)(6) 2017. Over next few years I would get sinus infections symptoms a few times a year where I would be sick and would have to blow my nose several hundred times over a several day period. After a couple times, I began to suspect that it related to the water reservoir on the machine going dry over night. I began to be certain that the reservoir was completely full before sleeping and that worked for several months. But the sinus infection symptoms returned. I consulted my primary care doctor a few times about this. He discounted the CPAP connection and thought my problem was allergies. I contacted the equipment provider and was told that they had not heard of others having my reaction to a CPAP. Finally earlier this year, my current doctor recommended a nasal spray and use of a neti pot. Since using the neti pot each day, the sinus infection symptoms never returned with my use of the CPAP. I stopped using the CPAP when I received the recall letter from philips in mid (B)(6) 2021. I currently am struggling trying to get anyone to help me get a new CPAP since my sleep has been significantly negatively affected by its absence. FDA safety report ID# (B)(4).